Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was in kitchen and felt a "pop" and then the joint squeaked. X-rays indicated a suspected cracked poly liner. During revision it was seem that the poly was intact but the patient was impinging and wearing the rim of the liner and cup. Please see attached photos. Cup was revised and a biolox delta option head was implanted. Possibly patient was externally rotating excessively leading to impingement and eccentric wear. Products not revised: profemur plasma z classic femoral stem w/long neck size 7 varus 8 degree / product ID: phape244 / lot number: 0798768751605863.